Event description:
It is reported by the pt's counsel that pt underwent left total hip arthroplasty on (B)(6)2009. It is also reported that post op, pt experienced loosening and was revised on (B)(6)2010.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for explanted device history records were reviewed and found to be conforming. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Should additional info become available and / or the device (s) be returned for eval and an investigation result is available an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).